Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the mother that the patient's blood glucose (bg) went low to 40 mg/dl and the patient started twitching. The mother stated that they gave him 3 glucose tablets and contacted emergency services. When the patient came to normal levels, they noticed the pod was starting to come off. Mother stated that the pod was on the side close to the shoulder blade, but could not recall for how long it was worn. He was treated by paramedics with an additional 2 glucose tablets and taken to the emergency room (ER). At the ER, his bg levels had gone high over 200 mg/dl (no further bg levels were provided). He was only treated with IV fluids until his bg levels had come back down.